Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The spouse of a (B)(6) male patient contacted zoll customer support to report that the patient was developing a red, sore area under the front therapy electrode (te). The spouse reported some yellow pus present. The area may be infected. Zoll customer support recommended contacting the patient's physician, washing and drying the effected area, and leaving the lifevest (lv) off for about an hour per day. Follow-up on (B)(6) 2012 with the patient's spouse indicates the skin irritation has gotten worse. The irritation has spread to the rear tes. The patient's doctor recommended hydrocortisone cream and leaving the lv off for periods during the day. Zoll customer support attempted follow-up on (B)(6) 2012 but was unable to reach the patient. No additional information documented.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.